Manufacturer narrative:
The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested due. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported "capsular contracture (baker grade unknown), ongoing breast pain, soreness, discomfort, and emotional distress due to the increased risk of bia-alcl". Device has been explanted. This record is for the left side.